Manufacturer narrative:
Prismaflo is not responsible for the patient becoming hypothermic. It is a user error not to start the prismaflo blood warmer by pressing the "heater on" button. If labeling was missing or damaged and there was user confusion the unit should not have been used on a patient by this facility or not until operation and correct function was verified by the user group and facility staff. The patient condition evident should have indicated the added care need, including additional measures to warm the patient. At 10:10 reported time documented, the patient temperature was 93.9f (34.4c) while using this blood return line warmer with limited warmth transfer capability. Action should have taken sooner on the patient. This event was not an equipment device problem.

Event description:
It was reported that a patient was on crrt and the blood warmer prismaflo on the machine was not working. Patient had a cardiac arrest. After crrt turned off the doctor feels that hypothermia is potentially cause of the arrest. Patient was successfully resuscitated.